Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient(pt) reported for the past two weeks they are unable to connect to charge due to getting 1707 service code. Pt clarified last week they were eventually able to connect to charge but reported that it was "warmer than normal" when they were charging and this week they were not able to connect to charge due to getting 1707 service code. Agent inquired if pt has had any trauma to implant site or falls and pt reported they had trauma to the implant site when they were healing "after the second surgery". Pt clarified the second month following date of implant pt had a bad fall that caused the ins to move because the pocket wasn't healed all the way. Pt reported since the ins moved over a little it "sticks out in my back a little bit". Pt reported they are having swelling at the implant site now and stated they don't know why. Pt stated since starting about the second month following date of implant (stated they think about (B)(6) 2021) following the fall the ins has been sticking out. Pt stated the physician did not want to do surgery again to reposition the ins as pt stated "there was nothing really wrong with it". Reviewed charging considerations with swelling. Agent redirected pt to hcp to check ins/discuss swelling. Pt may call back following hcp appointment to troubleshoot charging if pt still needs assistance. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.